Manufacturer narrative:
Evaluation summary follow-up #1: quality assurance analysis of the returned device revealed that the unit was returned with the core broken and the tip coils separated. The separated tip was not returned with the device. The core appears to be bent. Scanning electron microscopy indicated fatigue striations of the wire. Quality engineering determined that it is likely the tip "because restricted and through the manipulation of the guidewire by the physician" and the tip separated due to fatigue failure. Review of the incident indicated the physician did not take proper remedial action when the tip became restricted. Quality engineering concluded that no corrective action is warranted at this time. As part of co's quality process, 100% of all guide wires are inspected during the packaging phase of manufacturing microscopically for damage, bends and kinks to ensure proper device structure and integrity. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure guide wire tip separation occurred following removal against resistance, which is contrary to instructions for use. The guide wire had been placed very distal in the first diagonal to maintain access while the distal left anterior descending was being treated. Retrieval attempts were unsuccessful. Reportedly no additional complications occurred.